Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During use, an optical signal failure. Despite this, the impella continued to provide effective hemodynamic support, and its operation was not affected. There was no reported injury or harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned and a damaged fiber line was found in the red handle. A loose bond was observed between the kink protector and the catheter allowing the fibers and cables to rotate. The data logs were reviewed and indicate a fiber break. The root cause of the optical signal issue was determined to be a damaged optical fiber line in the red handle resulting from a failed adhesive bond between the catheter and the kink protector. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.